Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account questioned a high platelet result on a leukemia patient on the cd sapphire analyzer. At 6:40 am, the patient tested cd sapphire platelet = 23,000 k/ul. The optical count and impedance count matched, the results correlated with a previous specimen that was tested and the platelet slide estimate correlated to the 23,000 k/ul platelet result. At 10:00 am, a reticulocyte count order was added to the 6:40 am specimen. The account ran the 6:40 am specimen in l+lytic potential since resistant rbcs were indicated which resulted in a platelet = 372,000 k/ul. Again the optical count and impedance count matched. The specimen was run on another cd sapphire with comparable results to the 372,000 k/ul results. Account stated no specimen mix-up occurred and only platelet results affected. Additionally, some schistocytes were seen on slide review and mcv is running 97 to 98 fl. After obtaining the 372,000 k/ul platelet count another smear was performed which indicated a platelet estimate of 20,000 k/ul. The account was unable to obtain another specimen because the patient received a platelet apheresis unit. The platelet apheresis was given appropriately. The high platelet result was not reported outside of the laboratory.